Event description:
Reported as, a leak in the port tubing near the connector.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damaged from a sharp instrument to the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not the stainless steel connector and the band). There was no indication of wear related damage to the portion of the lap-band system returned. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."